Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that they was going to turn the patient¿s therapy off for an MRI and a power-on-reset (por) message was seen. The family member was redirected to their healthcare professional (hcp) for the issue. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the por was unknown. As a action taken to resolve the issue, the patient got a replacement for the handheld. The issue was reported as not resolved but the patient will be returning in 1-2 weeks to follow up. There were no further complications reported or anticipated.